Event description:
It was reported that a patient had treatment of a right sfa stent occlusion with laser atherectomy and inpact admiral drug eluting balloon and developed what was thought to be cellulitis in her legs, but especially the treated leg, which has persisted at low level for several months now and was concerned about possible reaction to drug or "polymer". The stent was a bare metal stent that had been put in several years earlier. The sfa occlusion was treated with laser atherectomy then in.pact admiral was used inside the stent. Patient was admitted to the hospital a week or two after the procedure with presumed cellulitis and got IV antibiotics for 6-7 days then prolonged po. The patient had significant improvement, but it did not resolve. Patient was placed on a medrol dose pack last month, but it did not make much of a difference. No further sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.